Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoid colectomy, while transection of the sigmoid colon, the 1st handle was not able to fire and the surgeon was not able to press the green button and to squeeze the handle. The 2nd handle had an unknown issue. The reloads were reported to pre-fired during the case. They opened another stapler and reload to complete the case. There was no patient injury.